Manufacturer narrative:
(B)(4). Multiple mdrs were filed in association with this event. Please see: 0001825034 -2019 -00563. No device was returned for review, the complaint cannot be confirmed. No device history record review could be completed without part/lot code combination. Without further information regarding the nature of the event; the event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
The patient was revised to address humeral stem and glenoid loosening after 10-15 years in-vivo. No further information is available at the time of this reporting.